Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the device failed uplink amplitude testing due to the cable being out of electrical specification. It was also noted that the label was missing. Concomitant medical products: product ID 2090 programmer. (B)(4).

Event description:
It was reported the programmer sometimes will not interrogate a pacemaker or implantable cardioverter defibrillator. The programmer head was changed twice but the same thing happened. It doesn't happen all the time but only once in a while. It was also reported the programmer head may also be bad. The programmer and programmer head were returned for calibration and repair. No patient complications were reported as a result of this event.